Event description:
Boston scientific received information that at a normal follow-up appointment, it was noted that this rv lead had noise with oversensing due to myopotential movements. There was no pacing inhibition, nor asystole more than 2 seconds noted. No other isometrics were administered due to the patient being pacemaker dependent. All lead data was within normal limits. No adverse patient effects were reported. At this time, the system remains in service, and is being closely monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.